Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was checked and troubleshooting found that the host pc cables connection issue (host pc x10 and x11 poor contact). The fse resolved the issue by reconnecting the host pc cables and passed the functional test. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system host-pc power up had failed. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.